Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been steadily increasing during the past year, it is expected to continue to increase and the device should be replaced. The analysis also indicated with a high likelihood that there is sufficient battery reserve to maintain normal therapy functions for 90 days, after which the device should be replaced, or the battery status should be reassessed. Boston scientific technical services provided the analysis results to the healthcare provider. The device was subsequently explanted and replaced four days later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device was exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been steadily increasing during the past year, it is expected to continue to increase and the device should be replaced. The analysis also indicated with a high likelihood that there is sufficient battery reserve to maintain normal therapy functions for 90 days, after which the device should be replaced, or the battery status should be reassessed. Boston scientific technical services provided the analysis results to the healthcare provider. The device was subsequently explanted and replaced four days later. No additional adverse patient effects were reported.